Event description:
It was further reported the patient was admitted to the hospital and following examination it was determined the patient symptoms were not due to the ICD. The right ventricular (rv) lead exhibited rapid wear that was suspected related to body type, exercise, and lifestyle habits. A procedure was performed to implant a new pacing lead. It was noted that the rv lead parameters were normal. The rv lead remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.